Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the battery depletion was premature. Troubleshooting was planned but had not occurred. The battery was taking 3 days to charge due to bad coupling. The patient also felt that the battery prematurely depletes. The patient¿s status at the time of report was alive with no injury. The patient experienced less than 50 percent therapy relief. Later it was reported that the manufacturing representative had not met with the patient yet.

Event description:
Additional information received reported that the recharge frequency matched the patient¿s settings. There was no troubleshooting, I ntervention or other action taken to resolve the event. The patient was trained and was able to demonstrate effective recharging. The implantable neurostimulator (ins) was set to continuous mode. The patient was able to recharge normally and was receiving effective therapy.